Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -11/+4.5/007 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. After a week, the lens rotated. On (B)(6) 2017, the lens was repositioned but then rotated again one day later. As of (B)(6) 2017, the vault is 409 microns and the lens is nearly vertical.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11/+4.5/007 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. After a week, the lens rotated. On (B)(6) 2017, the lens was repositioned but then rotated again one day later. The lens was explanted on (B)(6) 2018 and exchanged with a spherical lens. The problem was resolved. (B)(4)